Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event on the same day of onset. The cause of the peritonitis was unknown. The patient was treated with teicoplanin (1 time every 3 days, intravenously, dose not reported) and anti-inflammatory infusion drug (dose, frequency, and route not reported) for the event. At the time of the report, hospitalization was ongoing and the patient was recovering from the event. On an unreported date, peritoneal dialysis therapy was discontinued and hemodialysis therapy was initiated. No additional information is available.